Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high reading. On (B) (6) 2009 at 6:07 pm, the patient obtained blood glucose reading of "180 mg/dl" on the subject meter, which the patient felt was inaccurate high compared to normal reading/feeling. Per the alleged inaccurate high reading, the patient took insulin (unspecified amount). Two hours later, the patient reportedly developed symptoms described as "sweating, shaking, disorientated, and fatigue. " the patient tested as "61 mg/dl" on the subject meter and administered self-treatment with food/drink. During troubleshooting, the customer care advocate noted that the patient did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia and received medical intervention after the patient took insulin per the alleged inaccurate high reading. Replacement products were sent to the patient.